Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified higher value while wearing the adc freestyle libre 2 sensor compared to the built-in meter. On (B)(6) 2021, the customer experienced a seizure and a loss of consciousness while in their sleep and was provided an injection of glucagon and a drink with honey by her husband, a non-hcp, for treatment. No further information was provided. There was no report of death or permanent injury. A sensor scan of 182 mg/dl as compared to a built-in glucose test of 53 mg/dl, when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant.